Manufacturer narrative:
Lab results for bacterial testing were found to be outside of cardioquip's specifications for water quality. Cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
Heterotrophic plate count results for device 10160945 came back above the acceptable limit (73,800 mpn/ml). To remediate the devices bacterial contamination, the facility can either perform an internal water path replacement (iwpr) or participate in cardioquip's trade-in program.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. The customer was notified of the potential contamination and recommendation via email on (B)(6) 2023 and (B)(6) 2023. As of the date of this report, there has been no response to the recommendation.

Event description:
Due to brown discoloration found in the internal tubing of the device, cardioquip recommends an internal water pathway replacement.